Event description:
Pt had lead and impulse generator implanted, with good parasthesia reported from the pt in the recovery room. Later that evening, pt was paralyzed and hemorrhaging. Add'l surgery was performed to cauterize "bleeder" and reposition lead. Impulse generator was turned off as requested by physician, and pt was admitted to ICU. No further info is available regarding the pt's outcome.